Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "battery/no power issue". Due to delivery delay, customer was unable to test and experienced symptoms described as "couldn't speak correctly and expression change". Customer was unable to self-treat, requiring third-party administration of sugar, coca cola and chocolate for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section(s) updated as follows: b1: updated to adverse event from product problem.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "battery/no power issue". Due to delivery delay, customer was unable to test and experienced symptoms described as "couldn't speak correctly and expression change". Customer was unable to self-treat, requiring third-party administration of sugar, coca cola and chocolate for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.